Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was confirmed. The air/water nozzle was blocked, which did not allow for flow of air/water. In addition, fluid could not be drained from the air/water cylinder. The foreign object appeared to be an insect that had entered the nozzle during reprocessing at user facility. The device examination showed the insertion tube was stained. Functional testing showed the bending angle for the down direction did not meet with specifications; the up/down directional knob had excess play; and the device did not meet with electrical safety specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had blocked channels 4 and 5 and aspiration was not possible. The customer reported this issue was identified during reprocessing. No adverse effects to patient reported.